Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to get their patient programmer to switch from the right side to the ins on the left side (?). The patient stated that they couldn't stand the stimulation down their back - to their heels and toes so they turned it off. The programmer worked fine with the patient's left side, and stated that they turned stimulation down and that it felt better. A new programmer was sent to the patient but the issue persisted, and they were still unable to switch sides. The patient was redirected to their hcp. No further complications were reported.